Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x14mm enterprise vascular reconstruction device (product code: enc451412, lot number: 9985736) was impeded in the tip section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) after half of the stent passed through the microcatheter and could not advance any more to release it. The doctor tried to retract the stent; the stent could not be retracted. The doctor removed the stent and microcatheter (mc) together from the patient and switched to new devices to complete the surgery. The surgery was prolonged by about 10 minutes. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿push plunge type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as the ¿doctor tried to retract the stent, the stent could not be retracted¿. The doctor removed the stent and microcatheter together from the patient. The stent still remained in the microcatheter. The replacement stent was another enterprise1 of same product code. Additional event information received on (B)(6) 2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. The 10 minutes procedural delay did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the events were related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Inability to recapture is a known potential product issue associated with the use of the enterprise stent. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting should it be encountered during use. The IFU states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Caution: the stent may be fully recaptured once.¿ impeded in microcatheter with loss of cerebral target position is a known potential complication of the enterprise vascular reconstruction device (vrd). Loss of target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.